Event description:
A malfunction alarm identified by code malf 12 was reported by the customer, along with a fault ID available as 12-0x2071. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer by providing instructions to reset the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support again if the malfunction recurs, which the customer acknowledged and understood.